Event description:
It was reported that the navigation system showed variations between 2mm to 3mm. If a navigation system displays a tool in wrong position, it could cause permanent impairment of body function or permanent damage to a body structure. No known medical interventions, adverse consequences or clinically significant delays were associated with the event.

Event description:
It was reported that the navigation system showed variations between 2mm to 3mm. If a navigation system displays a tool in wrong position, it could cause permanent impairment of body function or permanent damage to a body structure. No known medical interventions, adverse consequences or clinically significant delays were associated with the event.

Manufacturer narrative:
This correction is being filed to update the reported event to the correct product number.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that the navigation system showed variations between 2mm to 3mm. If a navigation system displays a tool in wrong position, it could cause permanent impairment of body function or permanent damage to a body structure. No known medical interventions, adverse consequences or clinically significant delays were associated with the event.